Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the prostyle instructions for use (IFU) states: prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram performed contributed to the reported event. A conclusive cause for the reported backwall stitch could not be determined. The patient effect of thrombosis is listed in the prostyle IFU as a potential adverse event associated with use of the suture mediated closure devices. A conclusive cause for the reported patient effect of swelling and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Na.

Event description:
It was reported the suture of a prostyle was used to successfully achieve hemostasis of the common femoral vein after an interventional electrophysiology interventional procedure on (B)(6) 2021. The patient returned on (B)(6) 2021 due to swelling of the leg. An echo and computed tomography (CT) were performed, and deep vein thrombosis (dvt) was observed. On (B)(6) 2021, after an inferior vena cava filter was placed the prostyle suture was surgically removed, and it was noted that the suture had been stitched to the back wall. The leg swelling was determined to be due to the back-wall stich rather than the dvt. The vessel was closed via surgical suturing. No additional information was provided.